Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safety-lok¿ insulin syringe with bd ultra-fine¿ needle had the "safety shield mechanism [come] off of the syringe after the cannula shield was removed". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned (100) 1ml, 13mm, 29g safety-lok syringes in sealed blister packs with the shelf carton from lot # 7278754. Customer states that the safety shielding mechanism was coming off of the syringe when removing the shield. Thirty out of 100 returned syringes were tested and no safety mechanism separated from the barrel when removing the shield and all of these syringes were able to be activated properly without any observed defects. A review of the device history record was completed for batch #7278754. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200737860] that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for safety mechanism separates on lot # 7278754. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd safety-lok¿ insulin syringe with bd ultra-fine¿ needle had the "safety shield mechanism [come] off of the syringe after the cannula shield was removed". No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd safety-lok¿ insulin syringe with bd ultra-fine¿ needle had the "safety shield mechanism [come] off of the syringe after the cannula shield was removed". No serious injury or medical intervention reported.